Event description:
While installing a torx 6.5mm cancellous bone screw (30mm, lot mmpyma) into a tritanium hemispherical cluster hole shell (item # 502-03-50d, lot mmnp0k) the tip of the screwdriver being used to install the screw sheared off and was lodged in the head of the screw. The sheared piece was below the level of the screw head. The surgeon was unable to retrieve the screwdriver piece and determined that it would not affect x3 liner and continued the surgery without retrieving the sheared piece.

Manufacturer narrative:
When available, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There have been other events for the manufacturing lot. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation.

Event description:
While installing a torx 6.5mm cancellous bone screw (30mm, lot mmpyma) into atritanium hemispherical cluster hole shell (item # 502-03-50d, lot mmnp0k) the tip of the screwdriver being used to install the screw sheared off and was lodged in the head of the screw. The sheared piece was below the level of the screw head. The surgeon was unable to retrieve the screwdriver piece and determined that it would not affect x3 liner and continued the surgery without retrieving the sheared piece.